Event description:
The customer stated that a pt arrested while the device was obtaining a 12 lead ECG. The aed20 advised a shock. When they pressed the shock button, the emergency crew heard a loud crack but no energy was delivered. The crew tried again without success. A second crew arrived and used another unit to deliver a shock to the pt. Further more, the date of the event was also not available.

Manufacturer narrative:
The device not yet received.